Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the heart lead flex was out of specification. The main printed circuit board was also replaced, one side bail cover was broken, and the ring was bent.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.